Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a sound and vibrating anomaly. The customer's blood glucose was not reported. The customer reported continuous vibrating and beeping from insulin pump. No troubleshooting was provided. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.